Event description:
The pt underwent a sling procedure in 2005. The pt developed postoperative left groin pain of mild severity at the exit wound site. The pt was treated with ponstan and antacids and the event resolved in 06/2005. The pt requested to stay in the hospital an extra day because of the groin pain. The pt was discharged home in 2005 with a normal voiding pattern.